Event description:
Additional information received reported the battery was completely discharged and it was being returned to manufacturer for analysis.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
Corrected information: no eval explain code if information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was having trouble recharging the device; it was taking more than three hours to fill one-quarter of the battery. A revision was scheduled for july 10th to identify the issue and found the device was not flipped over. The physician decided to replace the battery that day. It was reported that there was no harm or injury and the patient outcome was "ok."

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Analysis of the device found no anomaly.